Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("constant stabbing and severe pelvic pain"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnant") and uterine perforation ("uterine perforation during hysterectomy") in a 31-year-old female patient (gravida 3, para 2) who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 (deliveries on (B)(6) 2006 and (B)(6) 2009, gravida ii, kidney stones, kidney infection and pyelonephritis. Previously administered products included for an unreported indication: birth control and antibiotics. Concurrent conditions included menometrorrhagia, diarrhea, gastrointestinal discomfort, vaginal discharge and chills. Concomitant products included hierroquick (prenatal), ondansetron (ondasetron)17-sep-2014 to 2016 and pseudoephedrine hydrochloride (sudafed) since 2013. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced nausea ("nausea"). In 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles") and menorrhagia ("menorrhagia"). In 2011, the patient experienced headache ("wide spread headaches") and migraine ("migraine"). In november 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced dyspareunia ("painful intercourse"). In august 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 6 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), fatigue ("fatigue"), urticaria ("hives"), uterine spasm ("cramping bad in cervical areas"), abdominal pain lower ("cramping bad in cervical areas"), fallopian tube spasm ("cramping bad in tubes"), acne ("acne"), scar ("dye test confirmn scar tissue"), nightmare ("just been a nightmare"), nephrolithiasis ("kidney stones") and ovarian cyst ("ovarian cyst"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache, nausea and menorrhagia had resolved and the device dislocation, pregnancy with contraceptive device, uterine perforation, dysmenorrhoea, abdominal pain, vaginal haemorrhage, dysgeusia, alopecia, fatigue, urticaria, uterine spasm, abdominal pain lower, fallopian tube spasm, acne, scar, nightmare, migraine, nephrolithiasis and ovarian cyst outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for abdominal pain lower, acne, fallopian tube spasm, headache, scar and uterine spasm with essure. The reporter considered abdominal pain, alopecia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, nephrolithiasis, nightmare, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urticaria, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: I believe at least one had migrated.thats how I had baby afterwards. Event pelvic pain resolved 3-5 weeks after removal. Events headache, nausea, dyspareunia and menorrhagia resolved immediately after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2010: total bilateral occlusion pregnancy test - in november 2011: confirmed pregnancy dye test done to confirm placement and scar tissue. ¿concerning the injuries reported in this case, the following ones were reported via social media: headache; uterine scar; uterine spasm; abdominal pain lower; fallopian tube spasm; hair loss; fatigue,nausea,nightmare and acne.¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), fatigue ("fatigue"), urticaria ("hives"), uterine spasm ("cramping bad in cervical areas"), abdominal pain lower ("cramping bad in cervical areas"), fallopian tube spasm ("cramping bad in tubes"), acne ("acne"), scar ("dye test confirmn scar tissue"), headache ("wide spread headaches"), nightmare ("just been a nightmare") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (performed device removal procedure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, dysgeusia, alopecia, fatigue, urticaria, uterine spasm, abdominal pain lower, fallopian tube spasm, acne, scar, headache, nightmare and nausea outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for abdominal pain lower, acne, fallopian tube spasm, headache, scar and uterine spasm with essure. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, pregnancy with contraceptive device, urticaria and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: I believe at least one had migrated.thats how I had baby afterwards. Diagnostic results: dye test done to confirm placement and scar tissue. ¿concerning the injuries reported in this case, the following ones were reported via social media: headache; uterine scar; uterine spasm; abdominal pain lower; fallopian tube spasm; hair loss; fatigue,nausea,nightmare and acne.¿ most recent follow-up information incorporated above includes: on 2-feb-2018: follow up from (B)(6).(social media)- around 2013-2014, she started experiencing dye test confirm scar tissue; cramping bad in cervical areas and tubes, acne, widespread headaches,just been a nightmare and nausea were added. Pregnancy outcome was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device moved and ruptured my tube'), pelvic pain ('constant stabbing and severe pelvic pain'), device dislocation ('migration of essure device'), pregnancy with contraceptive device ('pregnant / pregnancy (no complications)') and uterine perforation ('uterine perforation during hysterectomy / perforation (uterus)') in a 31-year-old female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (deliveries on (B)(6) 2006 and (B)(6) 2009), gravida ii, kidney stones, kidney infection and pyelonephritis. *dye test done to confirm placement and scar tissue. On (B)(6) 2010 essure confirmation test should successful placement. Previously administered products included for an unreported indication: birth control and antibiotics. Concurrent conditions included menometrorrhagia, diarrhea, gastrointestinal discomfort, vaginal discharge and chills. Concomitant products included folic acid;iron (prenatal) and pseudoephedrine hydrochloride since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). In 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced headache ("wide spread headaches") and migraine ("migraine"). In october 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse )"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criterion medically significant), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), fatigue ("fatigue"), urticaria ("hives"), uterine spasm ("cramping bad in cervical areas"), abdominal pain lower ("cramping bad in cervical areas"), fallopian tube spasm ("cramping bad in tubes"), acne ("acne"), scar ("dye test confirmn scar tissue"), nightmare ("just been a nightmare"), nephrolithiasis ("kidney stones") and ovarian cyst ("ovarian cyst"). The patient was treated with ondansetron (zofran) and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache, nausea and menorrhagia had resolved and the device dislocation, pregnancy with contraceptive device, uterine perforation, dysmenorrhoea, abdominal pain, vaginal haemorrhage, dysgeusia, alopecia, fatigue, urticaria, uterine spasm, abdominal pain lower, fallopian tube spasm, acne, scar, nightmare, migraine, nephrolithiasis and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for abdominal pain lower, acne, fallopian tube spasm, headache, scar and uterine spasm with essure. The reporter considered abdominal pain, alopecia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, nephrolithiasis, nightmare, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urticaria, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: I believe at least one had migrated. That's how I had baby afterwards. Event pelvic pain resolved 3-5 weeks after removal. Events headache, nausea, dyspareunia and menorrhagia resolved immediately after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Pregnancy test - in (B)(6) 2011: results: confirmed pregnancy. ¿concerning the injuries reported in this case, the following ones were reported via social media: headache; uterine scar; uterine spasm; abdominal pain lower; fallopian tube spasm; hair loss; fatigue,nausea,nightmare and acne.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new information: new event added ( fallopian tube perforation). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("constant stabbing and severe pelvic pain"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnant") and uterine perforation ("uterine perforation during hysterectomy") in a 31-year-old female patient (gravida 3, para 2) who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 (deliveries on (B)(6) 2006 and (B)(6) 2009), gravida ii, kidney stones and kidney infection. Previously administered products included for an unreported indication: birth control and antibiotics. Concomitant products included hierroquick (prenatal), ondansetron (ondasetron) (B)(6) 2014 to 2016 and pseudoephedrine hydrochloride (sudafed) since 2013. In 2009, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles") and menorrhagia ("menorrhagia"). In 2011, the patient experienced headache ("wide spread headaches"). In november 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 6 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), fatigue ("fatigue"), urticaria ("hives"), uterine spasm ("cramping bad in cervical areas"), abdominal pain lower ("cramping bad in cervical areas"), fallopian tube spasm ("cramping bad in tubes"), acne ("acne"), scar ("dye test confirm scar tissue"), nightmare ("just been a nightmare"), migraine ("migraine"), nephrolithiasis ("kidney stones") and ovarian cyst ("ovarian cyst"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache, nausea and menorrhagia had resolved and the device dislocation, pregnancy with contraceptive device, uterine perforation, dysmenorrhoea, abdominal pain, vaginal haemorrhage, dysgeusia, alopecia, fatigue, urticaria, uterine spasm, abdominal pain lower, fallopian tube spasm, acne, scar, nightmare, migraine, nephrolithiasis and ovarian cyst outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for abdominal pain lower, acne, fallopian tube spasm, headache, scar and uterine spasm with essure. The reporter considered abdominal pain, alopecia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, nephrolithiasis, nightmare, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urticaria, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: I believe at least one had migrated. That's how I had baby afterwards. Event pelvic pain resolved 3-5 weeks after removal. Events headache, nausea, dyspareunia and menorrhagia resolved immediately after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2011: confirmed pregnancy. Dye test done to confirm placement and scar tissue. ¿concerning the injuries reported in this case, the following ones were reported via social media: headache; uterine scar; uterine spasm; abdominal pain lower; fallopian tube spasm; hair loss; fatigue,nausea,nightmare and acne.¿ most recent follow-up information incorporated above includes: on 23-may-2018: pfs received. New events: menorrhagia, migration of essure device, kidney stones, ovarian cyst, uterine perforation during hysterectomy. Batch number provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), fatigue ("fatigue") and urticaria ("hives"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (performed device removal procedure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, dysgeusia, alopecia, fatigue and urticaria outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, pregnancy with contraceptive device, urticaria and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.